Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery cap was damaged and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings:a review of the pump¿s black box history showed no evidence of power reboots was recorded. The battery cap was not able to be fully secured to the pump and was not able to maintain an electrical connection. The battery cap threads were found to be stripped/damaged. Additionally, evaluation revealed that there was a crack along the battery compartment threads. Power losses were duplicated during investigation. A test battery cap was used to complete the investigation. The pump was able to complete a 24 hour duration test using a test battery cap.